Manufacturer narrative:
The caller stated they would not allow patient information to be reported as there was no impact to the patient or delay to the case. RMA issued. Scu replacement shipped (B)(4) 2012. System is now fully functional; issue resolved. Medtronic investigation of suspect part finds the event log recorded a series of strobe errors.

Event description:
A site biomedical engineer reported that the camera lost communication after registration during a cranial procedure. The camera beeped like it does when the application is launched. There was a red 'x' over the camera icon. This did not occur during navigation. The application was re-started and there were no communication issues for the remainder of the case. The surgeon completed the surgery with the use of the stealthstation s7 system. There was no impact on patient outcome.